Event description:
The recipient reportedly experienced meningitis. The recipient was administered antibiotics. The recipient will undergo surgical treatment for meningitis. Surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2019, the recipient reportedly underwent surgery to treat the meningitis. The tissue fluid exudation resolved after surgery. The meningitis was reportedly caused by a cochlear abnormality. The recipient has recovered and resumed device use. This is the final report.